Manufacturer narrative:
The second false negative result is reported under MDR: 3004142665-2024-00013. On 23jul2024- the consumer reported a false negative inteliswab test result, but did not state if a confirmatory pcr test was performed. The consumer will be sent a replacement test kit. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
The consumer called oti consumer support stating they tested positive on 7/14/2024. The consumer went to their doctor and was prescribed medicine. The consumer then retested, twice, using inteliswab and both tests provided a negative result on 7/18/2024. The consumer stated they followed the instructions listed on the package insert. The consumer also did not state if a pcr test was taken to confirm the false negative results. The consumer requested a replacement device.

Event description:
The consumer called oti consumer support stating they tested positive on (B)(6) 2024. The consumer went to their doctor and was prescribed medicine. The consumer then retested, twice, using inteliswab and both tests provided a negative result on (B)(6) 2024. The consumer stated they followed the instructions listed on the package insert. The consumer also did not state if a pcr test was taken to confirm the false negative results. The consumer requested a replacement device.

Manufacturer narrative:
The second false negative result is reported under MDR: 3004142665-2024-00013.